Event description:
Customer reports to have physical damage of insulin pump. Customer reports to have a crack on display screen and a large black line going across screen. Customer does not know how damage occurred. Customer's blood glucose was 190 mg/dl. Customer was advised that insulin pump would need to be replaced. No further information provided

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump received with missing segments due to cracked and bleeding lcd glass. The insulin pump was received with cracked reservoir tube lip, minor scratches on lcd window, and scratched reservoir tube window.